Manufacturer narrative:
This product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding cement used in percutaneous verte broplasty. Pre-operative diagnosis for this procedure was primary osteoporosis. Fracture type: compression fracture. It was reported that when an attempt was made to fill the cement to bfd after mixing the cement with a mixer, the cement had already started to harden and could not be filled into the bfd. The cement hardened during the injection of cement into bfd. The cement was stored at the proper temperature before and during the procedure. There was a delay of less than 60 minutes. The procedure was performed successfully by using new products. No patient symptoms or complications as a result of this event.